Event description:
The reported event was that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure when the ground pad was removed from the patient, a wound was seen. The grounding pad was placed on the patient's shoulder, and the patient was positioned in a steep trendelenburg position. The length of the procedure was approximately 10 hours. The patient will be followed by a wound care team. The surgeon stated that there was no failure with the da vinci. The or director reported that the grounding pad that was used during the procedure was a medtronic covidien grounding pad. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).